Event description:
The ortho summit sample handling system instrument reportedly started to smoke while pipetting a microwell plate for testing. No death or serious injury was associated with this incident.